Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The date of event was not provided. The recipient has resumed use of the device. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced pain with device use and refused to wear the device. The recipient was treated with a transtympanic injection of 1 ml of 0.5% bupivacaine to anesthetize the tympanic plexus, resulting in short term pain relief. The recipient underwent a laser tympanic neurectomy. The recipient's pain is resolved.